Manufacturer narrative:
This lot was manufactured june 27, 2016 ¿ june 29, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The fillport was not blocked during fill and dextrose solution was able to be filled in the device easily. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling port was blocked and solution would not infuse into a large volume infusor. There was no patient involvement. No additional information is available.